Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving remodulin (unknown concentration and dose) via an implantable pump. The date of the event was (B)(6) 2017. It was reported an active motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging (MRI). The patient was part of the pulmonary arterial hypertension (pah) study. The patient¿s pah was so progressed that the patient cannot undergo anesthesia and have the pump replaced. The reporter wanted to know if a pump can be turned off. The reporter asked about pump off programming and planned to have the physician call for assistance with the programming. No symptoms were reported. No further complications were reported. On 2017-09-29 additional information was received from a healthcare professional (hcp) and a company representative. It was reported they need the password to shut off the pump. The hcp emptied the pump and was ready to shut it off. The hcp was able to program the pump to the off state.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication of the gear train, as well as a stall due to shaft bearing. Analysis of the catheter identified no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 10642, serial# unknown, explanted: (B)(6) 2018, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2018. It was reported that the patient passed away on (B)(6) 2018. The device was retrieved on (B)(6) 2018. During the retrieval, 2 incisions were made: one in the abdomen and one in the right shoulder. The pump was explanted with no complications. The catheter body was located in the right shoulder area and the hcp was able to locate and free up the suture sleeve after dissecting quite a bit of growth around the sleeve and catheter. The catheter was pulled near the suture sleeve, however, the distal tip would not dislodge. The catheter broke and the coils were exposed. The remaining portion was removed and pulled through the tunnel down to the pump. As the pump was programmed off, an interrogation and measurement of fluid did not occur at the study center prior to returning the device. The pump and remaining catheter were received by the manufacturer on (B)(6) 2018. Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. It was reported that the patient had succumbed to her deteriorating pah. It was specified that the patient's death was not related to the damage done to the catheter as the system was removed post-mortem. The death was not thought to be related to the device or therapy. It was noted that the inability to dislodge the distal end of the catheter was believed to be due to the suture sleeve not being fully removed. It was believed that a suture may still have been in place that caused the inability to freely remove the catheter intact. It was noted that the removal was performed by the staff at the funeral home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the diagnosis was worsening systemic sclerosis. It was noted that the patient passed away/expired from systemic sclerosis. The patient became a patient of hospice on (B)(6) 2018 due to worsening congestive heart failure (chf). The patient was transferred to inpatient hospice on (B)(6) 2018 and later passed away/expired that day. It was indicated that the death was not related to the system/procedure/drug. The event resulted in death. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient was receiving remodulin (10 mg/ml at 7.492 mg/day) via an implantable infusion pump. The patient experienced an active motor stall in the morning at 08:28 on (B)(6) 2017. The pump was programmed to minimal rate and filled with saline. The patient was admitted and they would discuss her options when she was less anxious and upset. The patient was declining an external remodulin line and was preparing for palliative care. It was later reported the patient decided to not undergo a pump replacement and was planning for her end of life options. The hcp had called for the code to turn off the pump. The patient was taken off the external line and was receiving prostacyclin for palliative measures. Her condition was too fragile to undergo a complete removal of the system at this time and therefore would remain in the study until she passed away. At this time, she had refused any autopsy report or post-mortem investigation, but the hcp would have a conversation with her and her family on the retrieval of the pump at a later time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient heard a pump alarm and was instructed to come in for evaluation. The pump was interrogated and revealed that the pump had stalled and no longer was delivering drug. It was noted the patient was started on IV remodulin. The event date of the stall was noted as (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was transitioned to oral prosta cyclin and it was decided no pump replacement for the patient was necessary. The pump was deactivated on (B)(6) 2017. It was noted blood tests were performed and results were abnormal with the patient's potassium being 3.3. The patient had an in-patient hospitalization from (B)(6) 2017. The patient had trepreosinil per oral initiated. The site indicated the event was related to the synchromed ii pump and the event was a serious adverse event. The event was considered unresolved, with no further actions planned.